Manufacturer narrative:
Internal report # (B)(4). Investigation completed on 03/15/2016 with the following reason: no defect found with syringes. Mlurc - failure to follow instructions based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer on 3/14/2016 in a follow-up call to ensure that the replacement products resolved the initial concern; customer has received the new the product. Customer stated that they have returned the alleged defective product. Product sent resolved customers initial issue. Customer stated they are satisfied and comfortable with the glucose readings from the new product replacement.

Event description:
Customer complaint that when trying to pull insulin into syringe needle seems to be clogged. Insulin will not aspirate into barrell and needle is clogged. I will replace syringes for investigation.